Event description:
It is reported that the patient states that her right leg is 5/8 inch longer than the left since the surgery. The patient complains of constant non localized pain that affects the entire right hip and right lower back since implantation. The patient has difficulty going up stairs and states her leg cannot support her weight. The patient has had three courses of physical therapy with little improvement. In (B)(6) 2012, an MRI showed fluid on the hip and two aspirations were performed. The patient had blood work in (B)(6) that recorded cobalt levels of 14.5 and 13.2 respectively. The patient is scheduling revision surgery.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.